Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary finding of main tube broken to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.227 x 0.640 was not returned with the instrument. The root cause of this failure is likely attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was broken completely at the joint. The procedure was completed with no reported injury.